Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer had a power loss alarm. Their blood glucose is unknown. No further information given. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest. Pump trace download analysis confirmed the pump alarmed power error 25, power loss alarm and low battery alert. The power management tool confirmed power error 25, power loss alarm and low battery alert was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit received missing reservoir tube o-ring, cracked select button keypad overlay, minor scratches on case, pillowing keypad overlay, keypad overlay texture damage, corroded battery tube and minor scratches on lcd window.